Manufacturer narrative:
A batch review was unable to be completed as a batch number was not provided. While using the device during a procedure the surgeon commented that it was difficult to identify the correct orientation of the device placement, and assistance with the device placement was provided by the polynovo sales rep as they were present during the procedure. Though there were no reported clinical signs/symptoms/conditions, or patient impact/harm, with the reported complaint, the investigation is unable to exclude a device problem as the reported complaint suggests a potential for a user error to occur where the device is implanted in the incorrect orientation, with the sealing membrane side facing the wound, and was only prevented due to the timely intervention provided. The IFU (IFU-008) includes placement instructions for the btm: ¿taking care to have the smooth sealing membrane side outermost, the foam side can be pressed into the wound¿¿ and ¿the novosorb® btm is laid into the wound, sealing membrane side out¿¿. As a result of the investigation, it¿s been concluded there is no product risk, no review and reference of the risk assessment is required at this stage, corrective actions are not required, and the case will be subject to trending according to documented pms procedures.

Event description:
During the procedure, as the surgeon was using the device for the first time they commented that it was not obvious which way to place the device into the wound. The polynovo sales rep was in the operating theatre with the surgeon, they were able to assist and the btm was placed in the correct orientation.